Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that 5 out of 8 contacts showed high impedances. The patient reported that they had a fall and they did not remember the date. Reprogramming was attempted and therapy was restored with the three remaining contacts. The patient will be considered for a lead replacement. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. The root cause of the high impedances was not determined. The extent that the fall affected the system or device was unknown at the time of the report since this was the first interrogation since she fell. A lead replacement has not been planned. There were no patient symptoms or complications reported.